Manufacturer narrative:
The complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
The same case 2134265-2017-12706 and 2134265-2017-12860. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, an error 1800 was displayed at the main menu screen. When it was restarted, it occurred during pullback. No patient complications were reported.